Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) turned off and did not turn back on. It did not allow the load. Communication with the ins was not possible and, for this reason, there was no data related to the recharging. The patient reported that he loaded every four days and that he was never off by lack of load. There were no reported overdischarges, though, a physician mode recharge was tried. The patient had a return of pain. The issue was not related to the charge of the charging system. Factors that may have led or contributed to the issue included the patient frequently traveling. A revision was performed on (B)(6) 2016 and the ins was explanted and replaced. The revision resolved the issue. The patient was alive with no injury and their medical history included radiculopathy secondary to trauma by a traffic accident.

Manufacturer narrative:
Analysis determined the device was at reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.